Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. Radiographs provided confirmed the alleged event. Review of the provided radiographs along with surgeon interaction we were unable to identify the root cause of the back out. Labeling review: "...final screw tightening (cont) once all screws are inserted, begin sequentially tightening each screw in the construct. Final tightening will be indicated by the screw ledge disappearing below the nuvasive helix- revolution acptm canted coil lock nuvasive helix-revolution acp canted coil lock confirmation. Confirmation of final lock is indicated by the shiny canted coil being visible around the circumference of the screw ledge, proper screw locking is confirmed by the canted coil covering at least 50% of the circumference of the screw ledge..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..."

Event description:
On (B)(6) 2019 patient underwent a three level anterior cervical discectomy fusion procedure without a reported issue. On (B)(6) 2020 during a follow up visit 2 plate fixation screws were found to have backed out of the lower positions. A revision procedure is yet to be completed.